Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the piston was difficult to manipulate. Animas made several attempts to obtain further information on this complaint, but was unsuccessful. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue with the piston remained unresolved with troubleshooting.